Event description:
A new 8fr soundstar eco ice catheter was inserted into the patient's body for the pulmonary vein isolation trans septal. The doctor said that the catheter had poor image quality. Staff was asked to adjust the gain on the ultrasound with no change to the image quality. The doctor requested a different ice catheter to the field. A reprocessed 8fr acunav was opened and inserted into the patient's body. The image was fine and the procedure was continued with no other problems. The 8fr soundstar eco catheter was removed from the field and bagged for review. Manufacturer response for 8fr soundstar eco ice, biosense webster (per site reporter): not known .